Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The physician explanted the device prophylactically on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. As received device was returned above elective replacement indicator (eri). Visual inspection of the device and header and interrogation of battery did not identify any anomalies.